Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was reported that the ventilator generated alarms regarding checksum error and system ID conflict. Visual inspection found traces of liquid on the pneumatic back-plane pcb (printed circuit board). The pcb was cleaned and the ventilator was cleared for clinical use. No parts were replaced. There is no information on how the liquid entered the ventilator or what kind of liquid spill it was. No logs were provided for the investigation. Liquid/moisture on the pcbs can cause a failure/short circuit, which may lead to stop of ventilation. Alarms will be generated.

Event description:
It was reported that one of the printed circuit boards of the ventilator was contaminated with water. There was no patient involvement. Manufacturer ref.#: (B)(4).